Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a unknown. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973205. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates yes, nose shroud cracked/broken yes, staples in nose yes (1)twisted, staples in the track yes(2), trigger engaged with precock yes. Functional tests & results: cylced instrument yes. Analysis conclusion: based upon the inquiry info recieved, visual inspection and functional testing, it was concluded that the device could have "jammed" due to a yielded cartridge nose weld. The instrument was reveived with a yielded cartridge nose weld, containing one misalinged staple. After staple removal, an unformed staple was fired then a properly formed staple was fired. A loose unformed staple was present with the device. No conclusion could be reached as to how the cartridge nose weld had yielded. Co reviews each incident as it occurs in an effort to continuously improve the products.